Manufacturer narrative:
Investigation is still in progress and a supplemental will be submitted. It was reported that the st. Jude dua deca catheter was also involved in this case.

Event description:
It was reported that during an afib case, while using the direct stimulation port and the direct stimulation cable, a lot of noise was noticed during ablation on the catheter along with bubbles on the ultrasound system irrespective of the port. Changing the catheters and cables did not help. It was estimated that total time of ablation with this issue unresolved was about 10 minutes. A service person was summoned who noticed the interference and disconnected the direct stim pacing connection and this solved the problem. The procedure was completed with no further issues. This pt sustained left arm paralysis.